Manufacturer narrative:
The field service engineer (fse) was dispatched to customer site. Upon arrival at customer's site, the fse checked alignments. The sorter position at front left corner was off. The fse adjusted it, verified alignment, and ran cup pickup test. All results were acceptable. No other issues were observed. A complaint and service history review was completed for serial number (B)(4) from 21-jun-2015 through 21-jul-2016 for similar complaints. There was no complaints reported during this time period that were similar to the present issue. The probable cause of the event was the need for a cpu reboot. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported error 2204 (sorter cup pickup failure) and 2205 (sorter dropped cup) with their aia-2000 analyzer. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.